Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd pegasus¿ safety closed IV catheter system there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
The batch record was reviewed, no related abnormalities were found. A sample and photograph were received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The returned unit was noted as having ruptured along the length of the tubing. Microscopic inspection of the edges of the damaged section of the device were cross referenced with previous investigation looking at the effects of high pressure on this product, and were found to be consistent with the findings in the experiment. The most likely root cause for a burst tubing is that during use the internal pressure of the device exceeded product specifications, the details of pressure limits for this device are covered in the pegasus' instructions for use. Bd will continue to track and trend for this issue.

Event description:
It was reported with the use of the bd pegasus safety closed IV catheter system there was an issue with leakage. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd pegasus safety closed IV catheter system there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.